Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol is 42.1 ml, rate is 2.3 ml/hr, given is 62.90 ml. Bubbles observed in the tubing that extends across the top of the cassette. Patient not affected. No further information available.